Manufacturer narrative:
Bed exit module, bed exit module cable.

Event description:
It was reported by service report that the footboard was missing the bed exit module. It is unk if there was pt involvement or if there are adverse consequences to report.